Manufacturer narrative:
Additional information: one 75 mm tacticath quartz contact force ablation catheter was received. There were no visible anomalies with the device. Electrical, contact force and temperature testing revealed no anomalies along with irrigation and leak testing. No functional anomalies were noted. The results of the investigation concluded that the properties of the catheter conformed to the catheter specifications. Review of the tactisys log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and analysis performed. The cause of the reported pericardial effusion was unable to be confirmed and remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation procedure using a tacticath quartz ablation catheter, a cardiac perforation occurred. While ablating the left superior pulmonary vein, long radiofrequency duration was needed. An echocardiogram revealed a left atrial perforation and small pericardial effusion which did not require intervention. The procedure was continued and completed with the patient remaining stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4).